Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v440524, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was a (B)(6) wound culture on (B)(6)2014 of (B)(6) (localized infection). The infection had been resolved ¿ the patient completed a course of bactrim in (B)(6)2014 with no recurrence of the wound infection. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v440524, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 22-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had their system removed due to an infected lead. No further complications were reported.